Event description:
First try, device lot# q262795, the bravo capsule did not attach to the pt's esophagus. Second try, another device lot# q262795, the bravo capsule didn't deploy, the spring broke and the handle broke. Third try, device lot# q262785, the bravo capsule didn't deploy. The manufacturer was contacted and is sending boxes to endoscopy so that they can return these products.